Event description:
It was reported that following the implantation of a monarc sling on (B)(6) 2014, the patient experienced a "wound dehiscence at the mid urethra". The patient is being treated with antibiotics and estrogen cream. No further patient complications were reported in relation with this event.